Event description:
Patient is an (B)(6) year old female who on (B)(6) 2011 underwent a transapical transcatheter aortic valve implantation. During the procedure an air embolus was noted in the aorta. Patient immediately experienced a cardiac arrest requiring emergent cardiopulmonary resuscitation. A head CT scan following this event confirmed significant brain injury with herniation. Hyper baric and hyperthermia therapy was initiated. After further neurological evaluation, the patient was deemed to have irreversible brain injury. Care was withdrawn per family's request. Patient expired on (B)(6) 2011. On the evening on (B)(6) 2011, (B)(6) service technician (B)(6) inspected the power injector and also in attendance was (B)(6) (hup clinical engineering technician). Per (B)(6) service report, no mechanical dysfunction was identified.